Event description:
It was reported that the patient presented for a follow-up. During the visit there was an attempt to show the patient the vibratory alert on the implantable cardioverter defibrillator, however, it never turned on. The session ended and an interrogation was attempted again, but the device did not turn on the vibratory alert. No intervention was performed. There were no patient consequences.